Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: upon change of tpn bags, the lipids bag on the braun pump stated there was only 6.72ml remaining in the lipids bag. Upon visual it appeared to be more, removed lipids bag and measured a total of 250ml in bag. Through shift pump never occluded or beeped, lines were not pinched or locked. Lipids appeared to be slowly dripping in drip chamber. The travasol bag appeared to be unaffected. Crn notifed and pictures obtained on a3 crn phone. Bedside nurse assessed along with writer to note the volume & pump.